Manufacturer narrative:
Exam archives has been received by medtronic and is currently under review. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used pre-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the surgeon was unable to get a passing registration for navigation. The scan was completed at an off-site facility. The surgeon ended up continuing the case without navigation. There was a less than 1-hour delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. Analysis on the software resulted in no failure being found and that the software is functioning as designed through design analysis. Updating the scannermask settings improved the images being loaded on the system. If information is provided in the future, a supplemental report will be issued.